Event description:
The hcp reported that the lioresal concentration in the pump was changed from 500 micrograms/ml to 2000 micrograms/ml with no change in the pt's daily dose. The pump programming was updated to reflect the change in drug concentration, but no bridge bolus was programmed. The pt was called back to the clinic 1.5 hours after the initial visit to program a bridge bolus. The pt was reported to be asymptomatic. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.